Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical, false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: eua(B)(4).

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(6).

Manufacturer narrative:
The following fields were updated due to corrected information: describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4) d.1. Medical device brand name: bd max¿ system, bd max¿ instrument h.6. Investigation: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have weak curves, but still have n1 positive on bd-sars-cov-2. Review of the database shows potential issues with pump 1 and pump 3 and possible contamination. Field service was dispatched. Field service verified the distance and height of the magnet. Removed, clean, and renormalized the reader. Performed efc. Cleaned surfaces and pump head and disinfected them. Root cause cannot be determined with the information provided. The complaint is unconfirmed as an instrument issue. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument installation ,and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.